Event description:
The piggyback tubing did not drip at prescribed pump drip rate. Rapid dripping into the drip chamber. Pump was set correctly, however the number of drips entering the chamber did not match the actual rate. Tubing was replaced; replacement tubing functioned appropriately. Patient was not harmed.